Event description:
It was reported that the patient was revised from a partial knee to a total knee due to tibial collapse, approximately two (2) months post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg rt md size 4 PMA item#159576 lot#7123716, oxford ph3 cementless fem sz m item#154926 lot#7126473. Foreign: netherlands. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. The following sections were updated: b4, b5, d9, d10, g3, g4, g6, h1, h2, h3, h6, h10. D10: lot number corrected for concomitant medical product below: oxford ph3 cementless fem sz m item#154926 lot#7126437. Visual inspection of returned product indicates evidence of bone ingrowth on porous substrate of tibial tray which was implanted approximately 2 months before revision surgery. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.